Event description:
Customer reported receiving a reading of 278 mg/dl from his precision xtra meter and self administered with his insulin medication. As a result of taking too much insulin medication, customer reported experiencing symptoms of dizziness then fell and had a loss of consciousness. Customer was taken to a health care facility where he was being diagnosed with severe hypoglycemia and treated with glucose intravenously. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint is not confirmed. Meter (B) (4) was returned and the reported reading was not found in the meter's hyperterminal. All results were within the range specification and no errors were observed during control solution testing. Note: the test strip lot reported by the customer was expired.